Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient¿s medical history includes respiratory problems. The rep stated that the patient had a post-op wound infection at their battery because they were taking a shower but were not cleaning the incision. The patient had surgical intervention which involved having a wound debridement done on (B)(6) 2017 and was put on antibiotics. They will be seen in the office on (B)(6) 2017 and (B)(6) 2017. The issue is not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the issue had been resolved. No further complications were reported.